Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Upon further review, the patient's difficulty walking did not constitute a serious injury. This product event was downgraded to a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that it wasn't inability to walk; the patient did not want to walk due to jolts of tingling to their legs which were already tingling. Each step was extremely uncomfortable. The tech adjusted the handheld device completely, and the patient had to wait three days before they could adjust the stimulation. But it was only two increments a day. The issue had not yet been resolved and follow up was on the (B)(6) february. The patient stated the trial was almost perfect, but now they were having trouble getting their ins adjusted right. Patient weight was provided.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they couldn't get the stimulation adjusted to soothe their back. The patient stated their right leg was tingling so bad they could hardly stand it, and when they stood up, it got worse and they could not walk with the stimulation on. The controller showed 90%, and the implant was red, and the controller showed eri of (B)(6) 2033. The agent walked the patient through checking their settings and adjusting stimulation. The patient was only able to feel stimulation in both of their legs, their right leg and upper thigh. The agent reviewed the role of the manufacturer representative (rep). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-nov-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.